Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the high blood glucose level and had diabetic ketoacidosis from (B)(6) 2018 to (B)(6) 2018. The customer¿s blood glucose level was 200 mg/dl. The customer was treated by giving bolus with the insulin pump. Customer declined to troubleshooting for high blood glucose. The customer also stated that the insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for the analysis.